Event description:
Alleged the brakes are not staying locked.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes were sticking and difficult to set into the brake position. The hill-rom field technician adjusted the casters to repair the bed.